Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained an unknown brand of morphine at an unknown concentration and dose. It was reported that the patient had been having intermittent withdrawal symptoms since (B)(6) 2014. They thought that maybe the issue was with the pump because it was almost at eos. The pump was replaced (B)(6) 2014, but that did not resolve the issue. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient stated they lost 116 pounds and her pump moved around. It was noted the pump would go sideways with the apron of fat and would cut off and not dispense medication. The patient would have to lay down for the medication to flow properly. Additionally, one time the patient got "sicker than a dog" and went into withdrawal and the patient thought it was the battery "dying". The patient had their dosage turned down "real low" so she wouldn't end up in the hospital. Additionally, it was reported the first "pump tip" broke and it wasn't working like the trial. They pulled all the medicine out, then figured out it wasn't working. This occurred 3-4 months after the first pump was implanted. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.